Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient concurrently underwent moschcowitz culdoplasty, lysis of adhesions, bilateral para-vaginal defect repair, right ovarian cystectomy, cystoscopy, perineoplasty and excision of perianal skin. It was reported that patient underwent mesh excision on (B)(6) 2005 by dr. (B)(6) due to exposed mersilene mesh. It was reported that patient underwent mesh excision on (B)(6) 2006 by dr. (B)(6) due to recurrent mersilene mesh vaginal erosion. It was reported that patient underwent mesh excision on (B)(6) 2007 by dr. (B)(6) due to recurrent vaginal mesh erosions.